Event description:
Consumer reports their meter running 50 points higher than their other meter. Analysis run on clark error grid using competitive reading (50) as ref. Point vs. Bd readings (100) yielded data points in the d range of the grid, outside acceptable.